Manufacturer narrative:
Qn#(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided a 4- lumen catheter that was separated from the juncture hub. Under magnification, the separated extension line appeared straight and even which is typical of being cut in the manufacturing process. A review of manufacturing records did not yield any relevant findings. It appears that the extension line was not adequately molded into the juncture hub. Therefore, the probable cause of this issue is manufacturing related. Further investigation has been initiated at the manufacturing site.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that in the ICU when the itu nurse went to connect the heparin infusion to the cvc line placed in the patient's right internal jugular, the lumen intended for use, the "medial 2" lumen, separated from the blue junction hub even though no force was applied. The cvc was occluded to prevent air embolus, and then removed from the patient. A new kit was opened and that cvc was placed on the opposite side of the neck. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.